Event description:
It was reported that the user fell off a curb in a powered wheelchair when driving. It is unknown if there was user injury. Should additional relevant information become available, a supplemental report will be submitted.